Event description:
On (B)(6) 2014, the customer reported one erroneous hemoglobin test result was generated for one patient sample on (B)(6) 2014 when using the coulter lh 750 hematology analyzer. The customer also reported intermittent vote-outs were generated for the hemoglobin parameter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The erroneous test results associated with this event were not reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer redacted the date of birth of the patient on the printouts provided. The customer did not provide the patient's weight. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and indicated that there were intermittent hemoglobin voteouts due to the hemoglobin blank shifting. The fse replaced the hemoglobin module and adjusted the hemoglobin voltage. No other issues found. (B)(4).